Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the defibrillator/monitor with the device for electrocardiogram monitoring. In a review of the pt event, the facility's medical director indicated excessive artifact present on the monitor's display and chart recorder could negatively impact future pt care. No adverse effects to the pt were reported as a result of the alleged malfunction.